Event description:
It was reported that a problem was encountered with the nail and guide in which the two devices could not be separated which extended surgery time by approximately 60 minutes.

Manufacturer narrative:
Na